Event description:
Reporter stated that back to back tests performed on user's surestep meter were 165, 205 and 267 mg/dl (48% difference). "Lfs" rep discovered the meter is not cleaned according to manufacturer's product recommendations. No symptoms were reported. There was no allegation of harm.